Event description:
In 2009, the patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The following month, a computed tomography angiogram (cta) showed a distal type 1 endoleak located at the distal portion of the contralateral leg component. At that time, the physician opted to perform a right hypogastric coiling and the placement of a 10mm viabahn device in the external iliac artery. The patient tolerated the procedure. One month later, a follow-up cta showed a persistent distal type I endoleak. The following month, a reintervention occurred and a contralateral leg component was implanted to correct the distal type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.